Manufacturer narrative:
The insulin pump had a compromised force sensor system alarm on the insulin pump during the prime/compromised force sensor system test at 4lbs due to a faulty force sensor resistor. The pump had a broken belt clip slot, cracked battery tube threads, a cracked reservoir tube lip, a cracked window display corner, a scratched lcd window, and a missing end cap sticker. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6), 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she had a compromised force sensor system alarm on the insulin pump. Customer's blood glucose was 243 mg/dl. Customer stated that the drive support cap appears normal and the pump was not dropped or bumped. Customer was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Customer was advised that the pump will be replaced. Customer was advised to revert to a back-up plan.